Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels as high as 400 mg/dl. He also had an incident of hypoglycemia. His girlfriend found him unresponsive and called for emts. The emts measured his blood glucose level with a result of 22 mg/dl. He was treated with orange juice, an IV, and injections. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.